Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the distal end being separated from the bending section could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the evis exera iii bronchovideoscope to olympus with no specified issue. Inspection and testing of the returned device found the distal end cover was detached. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found leakage from the bending section rubber, the distal end cover insulation was out of standard, the distal end cover was detached, the bending section rubber had a pinhole causing leakage, the bending section rubber glue was peeling, the light guide lens was chipped, the light guide lens bundle had breakage, the insertion tube was kinked, the electrical connector had insulation failure, and the angulation was out of standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.